Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer were hospitalized due to hyperglycemia and diabetic ketoacidosis on unknown date. Customer's mom stated that the insulin pump was not delivering the insulin which leads to hospitalization to her daughter. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.